Event description:
The user received questionable free t4 results from the cobas e411 rack analyzer serial number (B)(4). Of the data provided, the results for 21 patient samples were discrepant. All repeat testing was performed on (B)(6) 2011 on another cobas e411 analyzer. All results are in ng/dl. Patient sample 1 initial result was 2.22 and the repeat result was 1.05. Patient sample 2 initial result was 3.53 and the repeat result was 1.13. Patient sample 3 initial result was 3.86 and the repeat result was 1.63. Patient sample 4 initial result was 2.54 and the repeat result was 1.22. Patient sample 5 initial result was 2.40 and the repeat result was 1.56. Patient sample 6 initial result was 1.60 and the repeat result was 0.93. Patient sample 7 initial result was 2.51 and the repeat result was 1.24. Patient sample 8 initial result was 1.82 and the repeat result was 0.88. Patient sample 9 initial result was 2.96 and the repeat result was 1.29. Patient sample 10 initial result was 2.50 and the repeat result was 1.14. Patient sample 11 initial result was 2.61 and the repeat result was 1.14. Patient sample 12 initial result was 3.33 and the repeat result was 1.34. Patient sample 13 initial result was 2.12 and the repeat result was 0.90. Patient sample 14 initial result was 2.47 and the repeat result was 1.15. Patient sample 15 initial result was 1.78 and the repeat result was 1.24. Patient sample 16 initial result was 2.05 and the repeat result was 1.13. Patient sample 17 initial result was 1.33 and the repeat result was 0.77. Patient sample 18 initial result was 3.33 and the repeat result was 1.40. Patient sample 19 initial result was 1.86 and the repeat result was 0.80. Patient sample 20 initial result was 1.83 and the repeat result was 0.90. Patient sample 21 initial result was 2.11 and the repeat result was 0.98. The initial results were reported outside the laboratory and were corrected to the repeat results on (B)(6) 2011. The user stated she had not heard of any affect to any patients. Upon evaluation of the analyzer, the field service representative determined the sample syringe was leaking and he adjusted it. He replaced the measuring cell as a precautionary measure. To verify the analyzer operation, he ran performance testing, calibration and quality control with passing results.

Manufacturer narrative:
(B)(6).